Event description:
It was reported that: "after the cement cured on implanted triathlon femoral and tibial components (both # 5), a real # 5, 16mm x-3 tibial insert was placed in tibial tray. The insert went into baseplate with no resistance. The implant insert was impacted and seemed to be engaged posteriorly and anteriorly. These was still question to weather the implant was engaged because, it went in so easy. The insert was removed and came out easily. It was noticed that the locking wire was not bent and did not engage barbs on baseplate. A new insert was introduced and went in fine."

Manufacturer narrative:
DHR, complaint history review. Eval summary: the results of the investigation indicated that this event could not be confirmed. As received, the features that could affect proper assembly and could be inspected without removing the locking wire, were found to be according with the design specification. The results of functional test in as received condition indicated that the insert did fit onto the baseplate, forming full tight seating with no micromotion. The device manufacturing history record indicates that the reported lot of devices was manufactured with no reported discrepancies. The product experience reporting database shows that there have been no other reported events regarding the reported lot. There have been other reported events for this reported catalog number, but no device related root cause trends are noted.